Manufacturer narrative:
(B)(4). (B)(4). Balloon ruptures can be affected by numerous factors. The balloon was successfully pressurized during a first inflation, this may suggest that the balloon was not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during inflation. It is possible that the balloon material was damaged during interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon a second inflation during the procedure. Based on the information received and without the product to examine, a definitive cause for the reported balloon rupture cannot be determined, however, there is no indication of a product quality deficiency.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the rx voyager balloon ruptured at 8 atm during the second inflation. The lesion was further dilated with another company's balloon catheter and a stent implanted to complete the procedure. Reportedly, there were no pt effects. No additional event or pt info is available.